Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No abnormalities were found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the camera head presented a "defective image" and "if you shake the connector part, noise will run and the image will be cut off". The customer stated the frequency of occurrence of the malfunction was "every time". There was no report of patient harm as a result of the event. This report is related to (B)(6) for the multiple occurrences of image issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A problem occurred during the operation check before the procedure. No patient impact as a result of the reported phenomenon. Name of procedure is (ureteral stent placement after stone fragmentation). The purpose of the procedure is for treatment purposes. The procedure was completed with a replacement device. A procedural delay was not experienced, and a pre-inspection was performed.